Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The patient reported he inserted a sensor into the abdomen in the morning on (B)(6) 2019 and after the two-hour warm-up, a sensor error message appeared. He removed the sensor and inserted a new sensor on the opposite side of the abdomen, then he lost consciousness and does not recall what occurred and if the sensor worked or failed. He reported that he stayed home from work that day because he was not feeling well. His wife went to work which is two miles from their home. Around 10:00 am, she left work to check on her husband and found him unresponsive. Emergency medical services (ems) was called, the patient¿s blood glucose (bg) per ems was high; intravenous (IV) therapy was started and he was transported to the hospital. His bg on admission was 1200 mg/dl. He was admitted to the intensive care unit (ICU) with diabetic ketoacidosis (dka). He was treated with IV fluids, IV electrolytes, IV insulin, ECG and intubation. While at the hospital, his sensor and transmitter and omnipod insulin pump were misplaced. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.